Event description:
It was reported that the patient developed an infection and pocket erosion. The patient had twiddlers syndrome. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
UDI (di): (B)(4).